Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the rep that the hp052 handpieces connectors broke (no serial numbers available). This happened post-op. There was no consequence to the pt.